Manufacturer narrative:
The investigation determined the service actions resolved the issue. The cause of the hole in the tubing was not determined as the tubing was not available for further investigation.

Manufacturer narrative:
The field service engineer found a hole in the tubing for the reagent probe and replaced the tubing. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable results from the cobas 8000 e 801 module. The samples were repeated on (B)(6) 2021. Sample 1 initial elecsys tsh assay result was <0.010 and the repeat result was 2.52. Sample 2 initial elecsys ferritin result was 0.7 and the repeat result was 68.0. The initial tsh result was 0.01 and the repeat result was 0.97. Sample 3 initial elecsys t3 result was >50 and the repeat result was 12.1. The initial elecsys t4 assay result was >1000 and the repeat result was 28.0. The initial tsh result was 0.01 and the repeat result was 0.00500 with a data flag. No units of measure were provided. The questionable results were not reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.